Manufacturer narrative:
Product analysis: there is a small piece of what appears to be peek material that was returned. This could have the result of the fitment between the implant and the instrument. Since neither was returned no further analysis can be done. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spinal canal stenosis type of procedure or technique used : lumbar anteroposterior fusion levels implanted: l2-4 it was reported that intra-op, after inserting the cage, there was something that looked like spring, came out from the connection part between inserter and cage. It appeared to be a fragment of screw thread of the cage. No fragments remained in the patient. No patient symptoms or complications as a result of this event.